Manufacturer narrative:
One cadd®-solis vip ambulatory infusion pump was returned for analysis in good condition. The reported accuracy test was replicated. The customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification.

Event description:
Information was received indicating that a smiths cadd®-solis vip ambulatory infusion pump failed the volume accuracy test.